Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# unknown, implanted: (B)(6)2021, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-oct-09: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated when they go to bring up their settings, they get settings not available, cannot provide your desired intensity settings. Patient also mentioned sometimes they can't connect without the recharger. Patient said the issue started maybe last week. Agent asked, patient said they were on group b and had not tried any other letter groups to see if they got the same message. Patient asked if they could try group a or c. Patient switched to group a during the call and was able to connect without seeing the message. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2025: it was reported that patient was getting oor when trying to increase the intensity on their patient programmer. Manufacturer representative (rep) reported that after connect to implantable neurostimulator (ins) and doing an impedance check electrodes 8, 12 <(>&<)> 13 showed impedance values of 40,000 and electrode 14 showed impedance value of 38,540. Patient reported they had a fall on their back a few months prior and that is when they noticed less pain relief and loss of stimulation. Rep performed troubleshooting by connecting to the ins and programming around the electrodes to capture patient's bilateral paresthesia which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep provided the serial number.